Event description:
Device report from synthes gmbh reports an event in india as follows: it was reported synream shaft damaged on an unknown date. No further information is available. This report is for a synream flexshaft. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an additional evaluation was conducted by synthes gmbh and the report indicates: the measurable dimensions of the synream flexshaft were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. Further, the examination of the manufacturing documents showed no deviations regarding material analysis, strength and structural stability, and the values were in compliance with ao/asif specification and with the international standard for nitinol (55ni-45ti). A visual inspection of the synream flexshaft confirmed damage to the device and reasonably suggests that the reamer head either came in contact with a metallic part or it was not accurately attached onto the flexshaft, resulting in deformation of the flexshaft. Also, the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.